Event description:
It was reported that a cadd® cadd-legacy® 1 pump had error when trying to run, can't clear. No report of patient involvement.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cm(B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was received damaged. It was observed that the housing was cracked. The keypad and labels were all intact. Event history log review found multiple errors related to the reported issue. During testing the reported issue occurred upon activation of the motor. The root cause of the reported issue was found to be the motor. Actions were taken to mitigate the reported issue: the motor was replaced.

Manufacturer narrative:
Patient identifier, event problem and evaluation codes. Additional information was received indicating the pump was not used with a patient upon the field observation. There was no patient involvement.